Manufacturer narrative:
Batch reviews performed on 23 february 2017. Lot 164343: (B)(4) items manufactured and released on 15 september 2016. Expiration date: 2021-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 164224 (k112115) (B)(4) items manufactured and released on 13 october 2016. Expiration date: 2021-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e, code 01.32.3644hct, lot. 165676 (k103721) (B)(4) items manufactured and released on 20 october 2016. Expiration date: 2021-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The cause of the instability is unknown. The surgeon revised the cup, liner and head. The surgery was completed successfully. X-rays and explants are not available.